Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified lower scan result on the ADC device compared to an unspecified reading obtained on the competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecified symptoms and was unable to self-treat. As a result, the customer had contact with a non-healthcare professional who provided cola and glucose for treatment. Subsequently, the customer became hyperglycemic and administered insulin (dose/type unspecified) as a counter treatment. There was no report of death or permanent impairment associated with this event.Reportedly, a glucose reading by ADC device sensor scan of 3 mmol/L was compared to a blood glucose test performed on the HCP meter with a result of 14 mmol/L, which when the provided results were plotted on a Parkes Error Grid, fell into the "C" zone showing the difference in values to be clinically significant. The length of ADC device was 4 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.